Event description:
It was reported that an ilet user experienced loss of glucose readings on the ilet while the dexcom g7 continuous glucose monitor (cgm) app continued to display glucose values; the user attempted manual blood glucose entry without restoring ilet readings. Symptoms included unavailability of real-time glucose data on the ilet with no clinical symptoms reported. Outcomes included temporary interruption of ilet cgm data display without alarms, adverse events, or hospitalization. User support included guided troubleshooting and user education. Investigation of this case revealed that toggling the cgm type in the ilet and restarting the sensor resolved the issue, indicating a transient communication or configuration mismatch between the ilet and the dexcom g7 sensor. It was concluded, based on previously established findings for similar reports, that the cause was a temporary data communication disruption that was mitigated by device setting refresh and sensor restart.